Event description:
The olympus field service engineer reported (on behalf of the customer) that there was a flickering image issue while using the hd autoclavable camera head. The issue occurred during maintenance and there was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; the image disappeared sometimes when shaking the cable due to a faulty cable. Additionally, there was minor leakage from the button and corrosion found on the coupler (both components required replacement), and lines coming in image due to a defective charge coupled device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickering was displayed due to communication failure caused by a cable failure. A cause of the cable failure could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.